Event description:
It was reported that the right ventricular (rv) lead had triggered an alert due to low pacing impedance and a number of short interval counts (sic). The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert due to low pacing impedance and a number of short interval counts (sic). The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event. 2015 (B)(6) it was further reported that the lead integrity alert (lia) triggered, and the lead continued to exhibit varying impedances. Detections were programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a right ventricular (rv) lead integrity alert. The impedance on the rv pacing lead was beyond the expected lower range, the impedance trend was variable, and indicated over-sensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).